Event description:
It was reported by service report that the comm cord and the footboard were damaged. It is unk if there was pt involvement or if there were adverse consequences.

Manufacturer narrative:
Result: footboard, communication cord.